Manufacturer narrative:
The suspected contour® plus one meter was further evaluated by the meter supplier, which indicated that the lcd hardware part failure was due to the lcd component. No abnormalities were found in the process history, indicating that the event occurred after shipment from the factory. The issue was then investigated by the lcd vendor, who indicated that the issue occurred due to a disconnection of the through-hole in the lcd flexible cable. The through-holes conduct electricity between the terminal surfaces on the flexible cable, and a disconnection would result in certain segments not illuminating. The potential cause of the disconnection was due to environmental effects after shipment. This is an isolated issue which occurred outside of ascensia's control as no similar issues have been observed in the manufacturing process history.

Manufacturer narrative:
The customer returned the suspected contour plus one meter with serial # (B)(6) for evaluation. The meter switched on as expected. The customer service mode was run and no anomalies were found. However, upon reviewing the meter's logbook, it was found that results were displayed incorrectly as mo /l, which is not a recognised unit of measure for glucose. For instance, two of the results from the meter's logbook were displayed as 524 mo /l and 124 mo /l. This means that the numerical value was in mg/dl, but the units of measure accompanied with the value were incorrectly displayed as mo /l. The exterior label of the meter indicated that the units of measure should be displayed as mg/dl. Additionally, the all screen view showed the units of measure as mmol/ l, while if the meter was functioning as expected, it would have been displayed as mmgl/dl (i.e. Both mmol/l and mg/dl imposed on each other). Based on this observation, it was concluded that there were missing segments on the meter display. The issue is being further investigated. The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 (age), a3 (sex) and a4 (weight), as the patient information was not provided. The device identifier # in section d4 was left blank as it could not be determined based on the available model #. The contour plus one meter is not marketed in the united states. However, the device is similar to the contour next one meter with the product code nbw and 510 (k) # k160682, which is marketed in the united states.

Event description:
A healthcare professional called from thailand to seek assistance with the contour plus one meter. Upon investigation of the returned meter, it was determined that there were missing segments on the meter display. There was no allegation of an adverse event. A replacement meter was sent to the customer.